Event description:
It was reported that during central processing the blades of the monopolar curved scissors (mcs) instrument could not be closed. There was no report of patient involvement.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the instrument for evaluation. However, the failure analysis has not been completed yet. A follow-up MDR will be submitted if additional information is obtained.